Event description:
It was reported that dpt cannot zero. This was initially a non-reportable incident. However, after evaluation of device was performed, it was determined that device became detached. The results of the evaluation are included.

Manufacturer narrative:
(Detachment of components) device failure not related to event. Unit 1. Customer report was not confirmed. Rec'd (1) quadruple dpt - vamp adult kit. All four pressure transducers zeroed and sensed pressure. However arterial dpt (red label) showed pressure drop. Pressure drop happened due to leakage at flush device. Leakage occurred across welded cap (on top of flush device housing) at two different locations. The cap was found to be tilted and not seated properly. Other three pressure transducers functioned properly. Visual examination of the kit also showed that tubing was completely detached from solvent bond joint with vamp reservoir. Tubing o.d. Was measured. 138" near the point of detachment. Spec. Is .141"+/-.002" per drawing (rev. Ad). Tubing o.d. Was below specifications. Unit 2. Customer report was not confirmed. Rec'd (1) quadruple dpt - vamp adult kit. All four pressure transducers zeroed and sensed pressure accurately. However visual examination of the kit showed that tubing was completely detached from solvent bond joint with sample site. Tubing o.d. Was measured .137" near the point of detachment. Spec. Is .141"+/-.002" per drawing (rev. Ad). Tubing o.d. Was below specification.